Event description:
During a femoral artery insertion of the iab, difficulty was encountered threading the catheter over the spring wire guide. As a result of this, the iab was replaced and there were no pt complications.